Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for routine follow up. Upon interrogation noise was noted that was inhibiting pacing, myopotential oversensing. The clinic had already programmed the ventricular sensing configuration back to "bipolar". The patient will be monitored with routine follow-up.